Manufacturer narrative:
This report is submitted on january 31, 2019.

Event description:
Per the patient's surgeon, the patient's device was electively explanted on (B)(6) 2018 due to a lack of clinical benefit with device use. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 25, 2019.